Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that on the day of event quality controls were within range. When the customer returned two days later, qcs were run, resulting low out of range. The customer repeated qcs with a fresh vial, resulting out of range. The customer opened a new reagent pack and repeated qc, which resulted out of range. The customer recalibrated and ran fresh qc, which resulted within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit. The cse did not find an instrument malfunction. The cse made an adjustment to center the ancillary probe to the pack, and lowered the aspirate probes. Qc was run, resulting within range. The cse decontaminated the acid and base lines, checked the probe depth and aspirate wash, ancillary probe depth and alignment, acid and base levels, reagent probes alignments, and dark counts. The cse replaced the sample probe tubing. Precision testing were run, resulting within range. Upon follow up, the customer stated that they are no longer running testosterone on this instrument, as quality controls have been intermittently low for the method and reagent is showing clumping and settling. The customer used three testosterone lots. The cse checked the reagent compartment rocker, and no issues were observed. All other methods are performing within specs. The cause of the discordant, falsely low testosterone results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low testosterone results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). Two days after the discordant results were obtained, the customer ran quality controls (qc), which resulted low out of range. The customer calibrated a new reagent pack and ran fresh qc, resulting within range. The samples were repeated on the same instrument after troubleshooting was performed, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low testosterone results.